Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee biplane system. During an interventional procedure, the user reported that the database was not in sync and the system turned off. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a software error. The detailed investigation showed that the problem was caused by a temporary software hang-up. The database was not synchronized which caused the system to switch to the backup review mode. This mode is intended for such cases and represents a mitigation or cleanup of the problem. In the given case, the image visualization system (ivs) was affected by the problem and temporarily unresponsive. As a result, an automatic reboot was performed for this part of the system, although the investigation/procedure can be continued during this time. In the meantime, live imaging is still possible via another part of the system, the image acquisition system (ias). The imaging is always visible to the surgeon in the examination room, i.e. Directly on the patient. The monitor or the image area of the control room (not the one at the patient or surgeon) remains dark for a short time during the partial boot process or only shows the desktop until the partial boot remedies the problem. Afterwards, the system works perfectly again. In this case, the procedure was not continued on the system as doctors decided to relocate to another system. Normal system functionality was restored after automatic restart of ivs application and the error has not been reported again. No image loss occurred as after the automatic reboot and ending of the backup review mode, the system was completely available again and the images available on the ias were transferred to the ivs automatically. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.